Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an antibacterial absorbable envelope and had rash still surrounding the skin around the pump implant incision site several weeks after surgery. The physician was unsure if the patient had an allergy to the implanted products or if it was other unrelated sensitivities related to the surgery dressings. The patient was put on steroids and the rash was getting better and was much improved at the patient¿s three week post-surgery check. The antibacterial absorbable envelope remains implanted. No further patient complications have been reported as a result of this event.